Event description:
The customer reported false reactive alinity I havab igg for multiple patients. The following information was provided (reference range, havab igg grayzone= 0.9-1.19 s/co, >1.2 s/co reactive): havab igg initial results between 0.9 s/co and >1.00 s/co; repeat results of 0.84 s/co or negative. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p26, that has a similar product distributed in the us, list number 08p27 and 06s93. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 57170be00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trends. A device history record review was performed did not identify any nonconformances, potential nonconformances or deviations associated with lot number 57170be00. The overall performance of alinity I havab igg reagents was reviewed using field data from customers worldwide. The median value and the number of standard deviations to cutoff of the negative population for the complaint lot are within the established limits. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of alinity I havab igg reagents lot 57170be00 was identified.

Event description:
The customer reported false reactive alinity I havab igg for multiple patients. The following information was provided (reference range, havab igg grayzone= 0.9-1.19 s/co, >1.2 s/co reactive): havab igg initial results between 0.9 s/co and >1.00 s/co; repeat results of 0.84 s/co or negative there was no impact to patient management reported.